Event description:
It was reported that a patient underwent an uneventful thermal endometrial ablation procedure in 2007. Approximately two hours after the procedure, the patient returned to the doctor's office complaining of severe cramping, pain, and appeared pale. The patient had a sensitive abdomen when examined. The patient was sent to the hospital where she received pain medications and a CT scan found two hundred milliliters of fluid in abdomen. The patient was kept overnight and discharged the next day. Two days later, the patient called the doctor's office reporting a fever of 102 degrees. The patient went back to the doctor's office and was sent to the hospital for another CT scan which did not show any perforation or other problems. The patient was started on antibiotics on an unknown date and returned to work one day later. The patient did not return for an office visit on three days later, as the patient indicated that she felt fine. It was reported that the patient may not have taken her pre-operative medications.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.